Event description:
The customer reported that the system displayed a dark image when the c-arm was rotated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The video lines around the camera and workstation were switched. The system was tested and found to be working as intended and put back into service.